Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed on the tubing of two (2) units of small volume intermates. The reporter stated, ¿the devices were filled sodium chloride (nacl) or no drugs were injected¿. This issue was identified during ¿picking or compounding¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufactured between april 18, 2019 to april 19, 2019. H10: one (1) device was received for evaluation. Visual inspection was performed using the naked eye which revealed a reddish-brown particle, measuring 0.30 square mm embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. Embedded material is not in the fluid path. The reported condition of particulate matter was verified on the returned sample. The cause of the condition is related to the supplier of the tubing line. The other device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.